Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, genital haemorrhage, headache and migraine outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. The reporter commented: she had received treatment for following events" migration, dysmenorrhea (cramping), pelvic pain and abdominal pain". Tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: (unspecified) failure to occlude. On 11-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified events ¿migration, pelvic pain, abdominal pain, general abnormal bleeding, dysmenorrhea (cramping), headaches and migraines¿. Reporter¿s information, demographics, medical history, lab data, essure indication (amended) and essure removal date were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.